Manufacturer narrative:
H3: analysis of product ID 39565-65, lot#/serial# (B)(6), implanted: (B)(6) 2016, product type lead. Found proximal end/ insulation/consistent with metal ion oxidation (mio). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type implantable neurostimulator product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that there was no definitive cause determined. It was noted that upon observation of the tail of the lead that would not insert there appeared to be a swelling or bulge in the insulation between two of the contacts that prevent insertion. A lead revision is planned but not yet scheduled so the issue was not resolved at this time.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reiterated difficulty removing lead and noted it needed to be revised due to inability to capture programming and one side lead was not working. The patient recovered without sequela.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Successful lead replacement occurred today, (B)(6) 2024. Explanted lead referenced in this report is in possession of field rep, and will be returned today.

Manufacturer narrative:
Continuation of d10: product ID 97714, serial# (B)(6). Implanted: (B)(6) 2016. Explanted: (B)(6) 2024. Product type implantable neurostimulator product ID 39565-65, serial# (B)(6). Implanted: (B)(6) 2016. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97714 lot# serial# (B)(6) implanted: (B)(6) 2016. Explanted: (B)(6)2024. Product type implantable neurostimulator product ID 39565-65 lot# serial# (B)(6) implanted: (B)(6) 2016. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), ubd: 02-oct-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The patient was scheduled for replacement of eri. The 0-7 tail on the surgical lead was stuck in the existing ins header. Surgeon was able to remove the 0-7 tail from the header of the 97714 with significant difficulty, but was unable to insert it into the replacement ins. On inspecting the 0-7 tail, there was ¿swelling¿ observed in the plastic between the metal contacts. Kinking of the header portion of the lead was also noted. The surgeon capped the 0-7 tail of the 39565 lead, plugged the 8-15 tail into the 0-7 header port, and placed a port plug in the 8-15 header port